Event description:
Clinical case study ended up with 2 stitch radial repair...mid body tear - we reached anterior side as surgeon did a good job with a higher portal. Missed central edge on second stitch so exchanged for a new cartridge. Had cartridge end break off (about the distal one inch) - cartridge may have been loaded incorrectly. Eventually retrieved the separated pieces - we opened up new handle system to complete the final construct. Novocut worked well, surgeons first ceterix case ever.